Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during a follow-up. Upon review of the device's stored electrocardiograms, post-paced t wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
Correction: - the initial reporter was a nurse, not the physician.

Event description:
New information revealed that the programming changes were not made at the time of the event and will be performed at the patient's next scheduled device check.